Manufacturer narrative:
The suspect power enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The suspect enclosure charger was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site: on 11/10/2016 - 2d and 3d not possible, as mobile view station (mvs) states that it could not find the detector calibration data path. Power conversion enclosure not powering up solid - therefore system not working. Troubleshooting performed - showed that, image acquisition system (ias) system power distribution from batteries (when umbilical is disconnected) is unstable - batteries and charger output checked - ok. Due to failure - power conversion enclosure to be ordered and replaced. On 11/11/2016 - ias shutting down/booting very, very slowly and not reliable, when umbilical is disconnected. Replacement of suspected power converter enclosure did not solve the issue. Further troubleshooting brought battery charger enclosure to be defective. Power conversion enclosure replaced - initial failure not fixed. Further troubleshooting performed. Battery charger to be replaced. System functions working - but not reliable boot up possible and ias shutting down, when umbilical disconnected. System still down. On 11/15/2016 - ias not booting reliable when not connected with umbilical. Troubleshooting visit brought battery charger enclosure to be replaced. Battery charger enclosure replaced. System functions tested. On 11/21/2016 - ias shutting down immediately, when umbilical disconnected. Troubleshooting performed - recommendation from the manufacturer - install software version 4.0.2. Software installed according tbl-0150. Navigation verification performed. System functions checked. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was not completing the boot up procedure as expected. The system was reportedly "hanging" during the boot up procedure. The system was restarted a couple of times, after which the imaging system began displaying the messages "calibration file isn't accessible" and "fluoro and gain calibrations are 40 days overdue". There was no patient present when this issue was identified.